Event description:
Event description provided by caregiver. On 10/2/97, respiratory therapist hooked up the first lp6+ ventilator. It made a loud purring noise. It was decided that this ventilator will be used as a back-up and was placed with the wheelchair. The pt started using the second ventilator. He was very lethargic and drowsy. On the second day of use he became bloated and was running a temperature of 102 f. He was switched to the back-up ventilator. This ventilator, after running for a few hours gave inconsistent low pressure alarm and then shut down without any alarm. The pt was in respiratory distress. The second ventilator was hooked up and set at 17.5 tidal volume. It was recording a tidal volume of 18.5 or a 19, but the next day, without any change made, it was recording 17.3 or 18.5. Two days later, this ventilator also shut down the same way as the first one did. Pt was switched to a lp10 ventilator. This ventilator was set at 17. It was continuously recording 13-15. In reporters opinion, these ventilators are too weak to maintain set volume. The output is inconsistent and the ventilators shut down without warning.